Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain ('abdominal pain') in a 41-year-old female patient who had essure (batch no. C38216) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included depression and adipositas. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("menstrual pain") and vaginal haemorrhage ("vaginal bleeding disorder"). In 2016, the patient was found to have weight increased ("weight increase"). The patient was treated with surgery (laparoscopic removal of uterus and fallopian tubes). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain, dysmenorrhoea, vaginal haemorrhage and weight increased outcome was unknown. The reporter provided no causality assessment for abdominal pain, dysmenorrhoea, vaginal haemorrhage and weight increased with essure. The reporter commented: removal was performed at patient's request due to abdominal pain, vaginal bleeding disorder, and menstrual pain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.5 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-dec-2019: quality safety evaluation of ptc. We received a lot number and returned samples in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain ('abdominal pain') in a 41-year-old female patient who had essure (batch no. C38216) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included depression and adipositas. On 5-mar-2015, the patient had essure inserted. In january 2016, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("menstrual pain") and vaginal haemorrhage ("vaginal bleeding disorder"). In 2016, the patient was found to have weight increased ("weight increase"). The patient was treated with surgery (laparoscopic removal of uterus and fallopian tubes). Essure was removed on 1-oct-2019. At the time of the report, the abdominal pain, dysmenorrhoea, vaginal haemorrhage and weight increased outcome was unknown. The reporter provided no causality assessment for abdominal pain, dysmenorrhoea, vaginal haemorrhage and weight increased with essure. The reporter commented: removal was performed at patient's request due to abdominal pain, vaginal bleeding disorder, and menstrual pain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.5 kg/sqm. Batch no c38216 production date 2014-03-24 expiration date 2017-03-31 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-mar-2020: quality safety evaluation of ptc. We received a lot number and returned samples in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain ('abdominal pain') in a (B)(6)-year-old female patient who had essure (batch no. C38216) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included depression and adipositas. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("menstrual pain") and vaginal haemorrhage ("vaginal bleeding disorder"). In 2016, the patient was found to have weight increased ("weight increase"). The patient was treated with surgery (laparoscopic removal of uterus and fallopian tubes). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain, dysmenorrhoea, vaginal haemorrhage and weight increased outcome was unknown. The reporter provided no causality assessment for abdominal pain, dysmenorrhoea, vaginal haemorrhage and weight increased with essure. The reporter commented: removal was performed at patient's request due to abdominal pain, vaginal bleeding disorder, and menstrual pain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.5 kg/sqm. We received a lot number and returned samples in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.